Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance steady at approx. 479 ohms through (B)(6)-2016, rises out of range by (B)(6)-2016.

Event description:
It was reported that there was an alert for high impedance on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.